Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Adverse site access event (hematoma): the cause of the hematoma was unable to be determined due to insufficient clinical details. Hemolysis: no product was returned. After reviewing logs, suction alarms were observed. The cause of hemolysis cannot be determined due to insufficient clinical details provided. Paroxysmal atrial fibrillation: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.

Event description:
The user facility reported that during impella cp support a hematoma superior laterally to the impella and swan site (left groin) was noted. Manual pressure was held by the medical doctor. The hematoma was soft post hold. Changing to the dressing was noted. The patient was hemodynamically unstable during an episode of atrial fibrillation and was treated with amiodarone. Inotropes were increased. The interdisciplinary team discussed viability and the next steps. Plan was pending. No hematoma was noted and reposition given hemolysis and shown deep on echocardiogram. The patient's family made the decision to withdraw care and the patient passed away overnight.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿. Impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿. Section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.¿. Section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.